Manufacturer narrative:
All of the buttons are functioning properly however, found slight corroded keypad traces. No button error alarm during our testing. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. The insulin pump was received with scratched and dented keypad overlay, cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the b button had been punctured and that the insulin pump had alarmed. The blood glucose reading was 283 mg/dl. The customer had a button error alarm and reported that later that morning the screen had gone blank. The customer did not recall any significant event leading to these issues. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.